Event description:
It was reported that the patient's ipg displayed an elective replacement indicator (eri) message. It is unknown if the message displayed prematurely or normally. The device is still providing therapy. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
A4 patient weight added to the report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the entire scs system was explanted and replaced. The physician electively replaced the leads. Post-operatively, stimulation therapy was restored.